Event description:
It was reported that the patient¿s continuous glucose monitoring showed blood glucose fluctuations, with values slightly above 180 mg/dl and as low as 70 mg/dl, and the patient treated lows with apple juice or glucose tablets; questions were raised about adjusting cgm targets to deliver insulin more quickly and about meal announcement insulin distribution, and no device component issue was identified. Symptoms included episodes consistent with hypoglycemia and periods of hyperglycemia. Outcomes included insufficient information to characterize broader health impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information to identify a medical device problem or a specific device component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.